Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead dislodged during implant. The lead was not used and replaced successfully. The patient was stable prior to and post procedure.